Event description:
It was further reported that the manufacturer received product performance data and an additional battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the battery ((B)(6)) and one (1) battery with an unknown serial number were not returned for evaluation. No performance allegations were made against the unknown battery. Raw log files were not available for analysis. Review of the available autologs report revealed one (1) power disconnect alarm logged on (B)(6) 2021 at 09:29:41 involving (B)(6) . Review of the auto logs report revealed another power disconnect alarm was logged on (B)(6) 2021 at 07:38:48. Raw log files were not available for analysis.review of the available autologs report revealed a battery with an unknown serial number was logged in the report, indicating the battery was in a sealed state condition. The sealed state does not impact normal operation. The battery is still able to charge and provide power as expected. When the battery is in a sealed state, the controller is unable to obtain a serial number when communicating with the battery, which causes the serial ID to be logged as ¿0¿ as a result, the reported power disconnect alarms event was confirmed. The power disconnect alarms may be related to the reported communication errors; however, the cause of the alarms could not be determined as raw log files were not available for analysis. (B)(6) had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power disconnect alarms can be attributed, but not limited, to communication errors between the controller and batteries. Based on an investigation conducted, the most likely root cause of the battery sealed state condition event can be attributed, but not limited to a communication error between the controller and battery and/or a fault in the main integrated circuit that controls the battery, causing the battery to unintentionally enter a sealed state that prevents the controller from obtaining the battery's serial number. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #: / expiration date: / serial or lot#: UDI #: d9: no h3: yes h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
### A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the battery was not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs report revealed one (1) power disconnect alarm logged on 23-feb-2021 at 09:29:41 involving the battery. An additional power disconnect alarm was logged on 16-feb-2021 at 07:38:48; however, the serial number of the battery was not recorded, indicating that the battery was likely in a sealed state, which prevents the controller from obtaining a serial number when communicating to the battery but does not impact normal operation of the battery. A communication error prior to the patient receiving an smr controller most likely unintentionally sealed the battery. As a result, the reported power disconnect alarms event was confirmed. The power disconnect alarms may be related to the reported communication errors; however, the cause of the alarms could not be determined as raw log files were not available for analysis. The battery had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power disconnect alarms can be attributed, but not limited, to communication errors between the controller and batteries. Possible causes of the reported communication error event can be attributed to momentary disconnections on the communication pins of the controller, the controller not r eceiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbb1q1 crtd, 383059 lead, 439888 lead, 694765 lead implanted (B)(6) 2015. Additional information has been requested regarding the log files and details of the event, but these were not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after routine log file review, it was indicated that the battery exhibited a communication error associated with power disconnect alarms. The battery remains in use. No patient complications have been reported as a result of this event.